Event description:
On september 19, 2005 technical product consultant reported that pt got a reaction while being dialyzed. Customer claimed that a pt had to be removed from the instrument early because she presented cramps. The nurse set the machine to remove 3.2kg in 3 hours, however the nurse claims that after only two hours, it already removed 3.6kg. There were some tmp below zero alarms. The machine was removed from service. No other info is available at this time.